Event description:
It was reported the pt ((B)(6)) is experiencing extreme pain and burning sensations while charging his scs ipg. The pt reported the burning sensation increased over time. The physician removed the ipg on (B)(6) 2012.

Manufacturer narrative:
This ipg serial number was included in a field advisory. This ipg serial number was also included in a field correction (1627487-12192011-001-c). Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.